Event description:
The 20 ga 1.16 in bd insyte autoguard IV catheter was in place with IV fluids infusing. Upon entering, pt's room nurse discovered the IV tubing with the hub of the IV catheter connected, laying on the bed, but the IV catheter was missing. It appears the entire IV catheter had broken off of the device. A search of the bed and floor did not find the catheter and the pt reported that it "did not come out." The exact lot number of the affected device was unknown, and unfortunately, the remaining hub was discarded. Entire stock was pulled from hospital stock and becton dickson representative was notified. Interventional radiologist examined patient using x-ray, CT scan and fluoroscopy and no foreign bodies were found. Patient is asymptomatic.